Event description:
It was reported when using the unspecified bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the sst tube potassium result was 5.9. My husband was in the emergency room on (B)(6) 2021. A series of blood collection tubes was drawn from the same IV line placed in his arm so that he could receive fluids. The edta ( purple top) tube did not fill properly. Another edta (purple top) tube was drawn using an acquisition device from his other arm. An sst (gold top) was used for chemistry testing and my husband potassium result was 5.9; another sst (gold top) tube was drawn after to re-check his potassium and the result was 4.5. The initial draw was from the IV line and the second draw was from an acquisition device in the arm opposite to where he was receiving fluids.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer¿ sst" blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the sst tube potassium result was 5.9. My husband was in the ER on (B)(6) 2021. A series of blood collection tubes was drawn from the same IV line placed in his arm so that he could receive fluids. The edta ( purple top) tube did not fill properly. Another edta (purple top) tube was drawn using an acquisition device from his other arm. An sst (gold top) was used for chemistry testing and my husband potassium result was 5.9; another sst (gold top) tube was drawn after to re-check his potassium and the result was 4.5. The initial draw was from the IV line and the second draw was from an acquisition device in the arm opposite to where he was receiving fluids.